Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 469 mg/dl. The infusion set was removed and the cannula was bent. The customer has sufficient subcutaneous tissue where the sets are inserted and had no issues with scarred or hardened tissues or stretch marks. The customer had no issues with tape not sticking. The caller was advised on how to avoid bent cannulas. The infusion set will be returned for analysis and replaced.